Event description:
It was reported that the pt has no stimulation following a CT scan. The CT scan was in the room next to the MRI. The basic functionality of the device was reviewed with the pt, and this resolved the issue. The pt needed to increase her stimulation from 1.45v to 1.7v though. Also, on a separate occasion, the pt lost stimulation after falling twice. The pt stated the system was checked, and the device was reprogrammed. This resolved the issue. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.